Event description:
It was reported that the right atrial lead exhibited noise and oversensing which resulted in inappropriate mode switch's and pacing inhibition. The lead was capped and replaced. The patient was asymptomatic.